Manufacturer narrative:
The wear study performed prior to implanting the nalu system was to establish a comfortable and accessible location for the device to be placed and thus did not identify potential disruptions in therapy related to movement of the shoulder. At the initial implant the leads were not sutured into place, allowing the tined feature on the leads to be the sole stabilizer for the lead. The location of the implant is a highly used shoulder joint and the patient appears to be relatively active. It is likely that lead migration was affected by a combination of the highly used joint, active lifestyle, and lack of sutures or anchoring.

Event description:
On (B)(6) 2025 a nalu peripheral nerve stimulator system was implanted to replace a pre-existing neurostimulation system from a different manufacturer. The nalu system was placed such that the implantable pulse generator (ipg) was in the upper lateral shoulder area with the leads targeting the occipital nerves. The patient participated in a wear study prior to implanting the nalu system and confirmed being happy with the placement of the external components, however the location of the system was causing connectivity issues between the ipg and the external therapy discs. The connectivity issues were causing disruptions in therapy each time the patient would lift the arm to do activities such as exercising or reaching above the head. The patient also reported that the stimulation was being felt lower than the targeted pain area. The physician performed flouroscopic imaging and noted that the right-side lead had migrated down away from the intended target. On (B)(6) 2025 the patient was seen for surgical procedure to reposition the migrated lead and the ipg. The right lead was pushed back up to the intended location and the ipg was moved lower on the shoulder and more medial.